Manufacturer narrative:
Continuation of d10: product ID a820 product type software software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. The patient reported that it is taking a long time to connect to the pump and sometimes it connects quickly but sometimes they have to move the communicator around. The patient services specialist (pss) assisted the patient with clearing data, and reviewed communicator considerations. The issue was resolved with troubleshooting.